Event description:
New information received notes that the patient had presyncope symptoms due to lead noise. Analysis of freeze capture of merlin.net transmission for (B)(6) 2017 confirmed lead noise. The right atrial and right ventricular leads were explanted and replaced due to the history of noise. Prior to procedure, device could not be interrogated. Device was also explanted and replaced.

Event description:
It was reported that lead noise on the competitive lead was observed. During in-clinic device testing, oversensing on ventricular channel and some oversensing on atrial channel was observed. No adverse events were reported. Review of egms confirmed noise and further testing was recommended. It was recommended to perform chest x-ray to image the header and see if the lead pins were fully inserted past the set screw. Device was reprogrammed. The patient was monitored for several minutes and no oversensing occurred.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of stored egms. The device was tested on the bench and no anomalies were found. The source for the sensing anomaly could not be determined. The reported field event of a telemetry anomaly was confirmed. The device was tested on the bench and a hybrid anomaly was noted. The cause of the field event was due to a hybrid anomaly.